Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) value displaying on the dexcom app while the ilet did not display a cgm value due to the sensor not being paired with the ilet; the user was guided to enter the four-digit pairing code and the sensor successfully connected. User experienced a blood glucose peak of 400mg/dl with associated symptoms of headache and dry mouth. Outcomes included a temporary delay to treatment or therapy while the cgm was not paired with no need for medical intervention. User support included communication and analysis of the information provided. Investigation of this case revealed no device malfunction and identified a usage problem related to an improper or incorrect pairing procedure, characterized as failure to follow instructions; the condition is not attributable to a specific device part or component. It was concluded, based on previously established findings for similar reports, that user handling contributed to the event.